Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 08/23/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was received cut in two pieces. There is a portion of the lens missing. This could be related to the explant of the lens. Due to condition of the returned lens, no further evaluation is possible. The reported issue could not be verified. There is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between . Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 intraocular lens (iol) was explanted from the patients right eye due to astigmatism. The goal was to achieve plano but resulted in -0.37. The explanted iol was replaced with a toric lens. No additional information was provided.